Event description:
It was reported that the lead caused perforation. There was no danger or injury to the patient except bad sensing and no stimulation.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead tip stiffness was within specification.